Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via e-mail that customer was hospitalized while pregnant in the beginning of october of last year due to high blood glucose. Customer reported that healthcare professional decreased basal rates causing high blood glucose of over 500 mg/dl. Customer was hospitalized for three to four days and released. Customer would monitor blood glucose. Customer also reported that battery did not last more than one week and sometimes more than four days. Customer declined troubleshooting. Battery cap would be replaced.